Event description:
A customer reported that the insulin gauge on their pump displayed an amount different than expected, although the issue was not present at the time of the call. They mentioned rapidly depleting insulin despite loading their cartridge with 300 units and stated this problem has been recurring. There was no reported impact on the customer's blood glucose level. The customer planned to download and pair the t:slim mobile app for investigation by the log review team, while technical support monitored the situation, suggested app reopening, and planned follow-ups to ensure proper log loading and data review.